Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they woke up in the morning with blood glucose readings of 600 mg/dl. Customer refused to go to the hospital and stated that they think they got their blood glucose readings down to 400 mg/dl. Customer's blood glucose reading at the time of the call was 259 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Motor error alarm and battery issues were noted in the alarm history; however customer stated that they were able to complete the rewind sequence and all troubleshooting passed. Customer was advised to monitor the insulin pump and call back if issue persists.